Event description:
It was reported that a wireless battery module had water damage. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evidence of fluid intrusion was found on the wireless battery module flex assembly, causing an electrical shortage. Upon further investigation, the front case was found to be damaged. The wireless battery module flex assembly and front case with corresponding parts and labels were replaced.